Manufacturer narrative:
Additional information: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The device was primed and functional tested, and no leaks were observed. Additionally, the filter from the device was submitted to a pressure test and no leaks were observed. The unit worked as expected per the product specification. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a non-dehp micro-volume extension set leaked. The leak was further described as the ¿filter was leaking¿. The line was disconnected from the PICC (peripherally inserted central catheter) line; and the line was flushed while detached from the patient and, ¿significant leakage¿ was observed. There was no report of patient injury or medical intervention associated with this event. No additional information is available.